Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 180 cm., body mass index (bmi) 28.1 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted pulmonary lobectomy procedure. Five days later, the chest drain was removed after being kept closed for a few hours due to the absence of air leakage. The next day, the patient was in good general condition; however, a chest x-ray revealed a right pneumothorax. A new chest x-ray showed an increase in the pneumothorax, so a right chest drain was inserted the following day. The chest x-ray performed two days later showed good lung expansion, so the chest drain was clamped. When the drain was reopened, there was no air leakage, so it was removed and the event was reported as resolved the next day. Discharge occurred the following day. The index surgical procedure was completed without intra-operative complications reported; there were no reported da vinci device malfunctions. The study investigator reported the event as requiring prolonged hospitalization (without ICU admission), mild severity, a serious adverse event (sae) requiring hospitalization, a clavien-dindo grade iiia, possibly related to the patient's underlying disease status, not related to the da vinci study device, and not related to the study procedure. The patient's prior health condition of heavy smoker may be relevant to this incident.